Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report a failed sensor. When patient removed the sensor, the entire wire detached from the sensor pod and remained protruding from her abdomen. Patient was able to remove the entire wire from her skin. Patient experienced no redness or injury, and no medical intervention was required. Patient was fine at the time of her call to dexcom.